Manufacturer narrative:
The lens was returned in a specimen cup with the patient information and lens model. Viscoelastic was observed on the lens. The lens was cleaned with klrp (klotho-related protein). Two small cracks are observed near the edge. The power and resolution were verified to meet specifications for a company, 18.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The returned lens met power and resolution specifications for a company, 18.5 diopter (add power +2.2/+3.2) lens. Information was provided that the company, 18.5 diopter (add power +2.2/+3.2) was replaced with a non-company 17.5 diopter edof (extended depth of focus) lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged for another lens model 02 months 10 days following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).